Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. After the lens was inserted into the eye, the surgeon noticed the haptic broke. The lens was removed with the incision widen and a suture was used to close the wound. Another same model, different size lens was implanted.

Manufacturer narrative:
(B)(4) - incision sutured, (B)(4).